Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During omega twin hook surgery, the surgeon tried to assemble the inner introducer and the outer introducer, and insert the twin hook to patient bone. When inserting the twin hook into the patient bone, the tip of inner introducer broken. Therefore the surgeon has finished performing an operation using another device set.

Event description:
During omega twin hook surgery, the surgeon tried to assemble the inner introducer and the outer introducer, and insert the twin hook to patient bone. When inserting the twin hook into the patient bone, the tip of inner introducer broken. Therefore, the surgeon has finished performing an operation using another device set.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.